Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and determined that the buffer valve was defective. The fse replaced the buffer valve to resolve the issue. The fse performed system verification successfully. No further issues noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported one (1) false high patient results for sodium (na), potassium(k) and chloride (cl) involving the au5800 clinical chemistry analyzer. The erroneous result was not reported outside the laboratory. The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event.